Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a valve implanted in the aortic position underwent an intervention for a valve-in-valve procedure after an implant duration of approximately 6 years due to degeneration. A 23mm valve was implanted within the edwards surgical device. As reported, indication for initial replacement was aortic valve stenosis causing high gradients (68/45 mmhg) and grade ii aortic regurgitation. CABG and lmca were performed during initial replacement too.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the aortic position underwent an intervention for a valve-in-valve procedure after an implant duration of approximately 6 years due to degeneration. A 23mm valve was implanted within the edwards surgical device. As reported, indication for initial replacement was aortic valve stenosis causing high gradients (68/45 mmhg) and grade ii aortic regurgitation. CABG and lmca were performed during initial replacement too.